Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 1 day post implant, episodes of non-sustained lead noise were noted. Review of egms showed no apparent noise. X-ray revealed a lead dislodgement. The lead was repositioned.